Event description:
The manufacturer received information alleging a patient with a dreamstation 2 auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on 12/03/2024 and h11 is updated as: the manufacturer received information alleging a patient with a dreamstation 2 auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.